Manufacturer narrative:
On (B)(6) 2019, it was discovered that it was reported incorrectly on (B)(6) 2019, that ¿this report contains supplemental information for mentor psr reference number ip-(B)(4) the correct ip was number ip-(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture, however, upon removal the implant was intact (B)(6). This report contains supplemental information for mentor psr reference number ip-00249297. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation with mentor memorygel breast implant 275cc and experienced rupture on the right breast implant. The left breast implant was intact upon removal. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 275cc on the left breast implant and mentor memorygel breast implant 250cc on the right breast implant on (B)(6) 2019. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number ip-00249297.